Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was communicating successfully. A technical support specialist (tss) dialed into the server, checked health sight viewer (hsv) for the alert, and found that the device was not listed. The tss then provided the customer with the internet protocol (ip) and mac address of the station via email, checked the station status, and the customer confirmed that the ip and mac were correct. The tss further dialed into the device, checked the station synchronization logs, and verified that the station had been communicating successfully with the server. They found a last upload error, but after that, the station had been successfully reaching the server and confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.